Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of value 500 mg/dl and hypoglycemia of value 49mg/dl. The customer blood glucose level was 420 mg/dl at the time of incident and current blood glucose was 325 mg/dl. Customer other blood glucose value was 200mg/dl and 284 mg/dl the customer was assisted with troubleshooting. The customer was treated with bolus. The customer stated that the symptoms related to high blood glucose such as tired and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging pump was under delivering. Drive support cap appeared to be normal. The insulin pump will not be returned for analysis.